Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
The director of a hospital pharmacy service reported that following a cataract procedure with intraocular lens (iol) implant, the lens became opacified. The lens was replaced during a second procedure. Additional information has been requested but not received to date.